Event description:
It was reported that the unit broke during its second use. It was reported that the account uses the impactor on femurs implants to ensure they are seated properly.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.